Event description:
Related manufacturer reference number: 2017865-2022-13038. It was reported the patient presented to the hospital with bradycardia. Upon interrogation, it was discovered the atrial lead was not capturing and the right ventricular lead was capturing the atrium. Chest x-ray showed the right ventricular and atrial leads had dislodged. The right ventricular and atrial leads were explanted and replaced. The patient was in stable condition.